Event description:
It was reported that during use with bd syringe 20ml ll s/c 48 india the plunger broke. The following information was provided by the initial reporter: plunger broke in-between within the syringe itself while nursing staff was withdrawing drug in it.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 17-jul-2023. H6: investigation summary it was reported the plunger broke within the syringe during use. To aid in the investigation, one sample with no packaging blister and one photo were provided for evaluation by our quality team. A visual inspection was performed, and the plunger rod is damaged and missing the top part. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly of the plunger rod. A device history record review was completed for provided material number 303285, lot 3005745. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
It was reported that during use with bd syringe 20ml ll s/c 48 india the plunger broke. The following information was provided by the initial reporter: plunger broke in-between within the syringe itself while nursing staff was withdrawing drug in it.